Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, multigravida and cesarean section. Type of test: dye test results of your essure confirmation test: total bilateral occlusion. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included underweight, kidney stone, hyperparathyroidism, ureteral calculus, uterine bleeding, anemia, leukorrhea, candidiasis, subcutaneous nodule and acne. Concomitant products included clobetasol, codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone, hydrocodone;paracetamol (acetaminophen;hydrocodone), metronidazole and tranexamic acid. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginal infx"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vaginal haemorrhage ("vaginal haemorrhage"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with surgery (ablation on (B)(6) 2014) and blood transfusion. Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, bacterial vulvovaginitis, dysmenorrhoea, vaginal discharge and migraine outcome was unknown. The reporter considered bacterial vulvovaginitis, dysmenorrhoea, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy about essure insertion date was mentioned: (B)(6) 2007 and 2007 discrepancy noted date of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Biopsy vulva - on (B)(6) 2007: not provided; on (B)(6) 2015: on sse copious amount of light green tinged discharge, excoriations at vaginal introits healing. Computerised tomogram abdomen - on (B)(6) 2007: small stone in the right ureterovesical junction with moderate hydro nephrosis. There are also associated nephrocalcinosis or tiny nephrolithiasis in bilateral kidneys. Patchy increased soft tissue density in the subcutaneous area of the suprapubic and left inguinal region that may represent edema, scars, or hemorrhage. Recommend clinical correlation. Ultrasound scan vagina - on (B)(6) 2014: endometrial thickness of 1.0cm, uterus measures 9.4 x 4.4 x 6.8cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, bacterial vaginosis, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. New event migraines was added. Reporter causality comment, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.